Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. Cts advised caller that tandem is aware of the issue and working on a solution. Cts provided battery best practice tips. Caller understood and acknowledged. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.